Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) receiving clonidine, unknown baclofen, and dilaudid all of an unknown concentration and daily dose via an implantable infusion pump for spinal pain. It was reported that the pump was causing the patient pain. The pump worked about 80% and the patient still had to take oral meds but that was not the patient's worry currently. The patient stated the pump had been in the belt line all this time and he was just dealing with it. The patient stated he did not wear pants with belts and just wore sweatpants. The patient stated that last week he saw the healthcare professional (hcp) for a monthly checkup and told him he had to go to a funeral and went there so embarrassed because the pump was hurting so bad having belt so tight to keep pants up and explained to the hcp. The hcp stated that he could move the pump and had scheduled this for next tuesday. The patient stated if they could move like 2 inches and wondered if moveable. The patient wondered if they should just change the battery out, the patient's elective replacement indicator (eri) on the print out was 49 months. The patient stated he should have talked to the hcp about it in the beginning and did not want to be negative about it and it was not anyone's fault. The patient did not know when the issue started. No further complications were expected or anticipated.